Manufacturer narrative:
The explant was returned, and the failure confirmed by seaspine product engineers. Replication testing was performed by inserting and rotating an implant from the same lot into the disc space between pcf 20 bone foam under 1000n of force. The failure mode could not be duplicated. Possible adverse events: bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's waveform to posterior lumbar interbody system. The implant broke during insertion and rotation. Half of the implant was removed, however the tip remained forward in the space. The disc space was packed with graft to fill the void. The surgeon feels there was no harm done to the patient.